Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. No product is available for return.

Event description:
It was reported a patient underwent a laparascopic procedure on (B)(6) 2022 and topical skin adhesive was used. Post op, on (B)(6) 2022 the patient noted itching and redness around incision sites started using benadryl oral as needed. On (B)(6) 2022 patient seen in clinic abdominal area up to breast line red and itchy and erythema and maculopapular rash. Medrol dose pak, benadryl orally prn, hydrocortisone cream. On (B)(6) 2022 itching and redness better just using benadryl prn. On (B)(6) 2022 redness and itching spread to legs as well hydrocortisone cream and benadryl not helping per the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 product not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? No please describe how was the adhesive was applied. Applied using the provided pen applicator. What prep was used prior to, during or after adhesive use? Chlora prep. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi. Kb female 44 yo bmi 32.15 . Patient pre-existing medical conditions (ie. Allergies, history of reactions) no. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. Current patient status. Improved and rash free now. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.